Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of capture failure was confirmed. Product failed functional testing with no button activation when pressed. Cause of capture malfunction is the flex cable from camera pcb to button assembly was not connected. The complaint of capture malfunction was confirmed and the root cause has been determined to be a disconnected flex cable to button assembly. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the camera head was not capturing images. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.